Event description:
It was reported that the pump was implanted at the waistline, so it was "sitting on hip". It was also noted that approximately one month after implant, the pump stuck out "like 3/4 of a softball". The pt noted that she couldn't "wear any pants or shorts anymore". It was also reported that "everything was bruised" because of the pump's location. A revision surgery was performed (2009). The pump was rotated so, it was turned on its side. The physician intended to move the pump to the front, but could not because of the catheter length. The pump was moved so it is "on rib cage", but this position was preferable to the previous location. It was reported that the pt was getting good therapy from the pump.